Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a failed transmitter error was reported. Data was provided for investigation. The problem was confirmed. The probable root cause was determined to be a low battery that led to a transmitter failure.